Event description:
Customer's mother reported via phone call that they were changing the set and noticed that the keypad is unresponsive. They changed the battery and received a battery out limit alarm and the esc button did not respond to clear the alarm. . Blood glucose value was 265 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Device was received with minor scratched lcd window, cracked case near display window corners. No unexpected beeping, vibrating or battery out of limit noted during our testing.